Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device was also received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window.

Event description:
The customer called and reported that the buttons on the insulin pump were not responding and the pump said the keypad was locked. Customer's blood glucose was 247 mg/dl, but customer also stated her blood glucose had gone over 600 mg/dl, so she gave herself an injection. The high blood glucose was reportedly due to the insulin pump being off all day, due to infusion set falling of customer's body, and she had eaten a bag of candy. It was stated there were no significant events leading to the keypad issues. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.